Manufacturer narrative:
The insulin pump passed the basic occlusion and displacement tests. No motor error alarms were noted; however, the unit was unable to be primed during the prime test due to a faulty force sensor resistor (gold). The motor was tested outside the device and passed. The following cosmetic damage was also noted: minor scratches on the lcd window, missing end cap sticket, cracked case at the display window corners, and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump did not deliver the full bolus, so he changed the battery but then the pump alarmed with a motor error. The patient's blood glucose at the time of incident was 22 mmol/l. Troubleshooting was initiated for the motor error alarm. The customer does not recall any significant events leading to the motor error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.